Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 06-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 109 and 340 mg/dl and 301 and 107 mg/dl. The customer¿s expected am fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 119 mg/dl and 244 mg/dl using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the home office. The test strip lot manufacturer¿s expiration date is 01/13/2023 and test strips had been opened three days prior to call. The meter memory was reviewed for previous test result history: (B)(6).